Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It could be confirmed that the inside of the light guide lens of the subject device was dirty. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus (B)(4), it was found the dirt inside the light guide lens of the subject device. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The cause of the reported phenomenon could not be specified. However omsc surmised there was the possibility this phenomenon was attributed to generating the gap at the light guide lens glue due to physical stress with the following information from the report of olympus (B)(4). The subject device inspection result showed dirt under the lens. The subject device inspection result showed scratches on the lens. The instructions for safe use (IFU) cautions user on device handling, not to apply shock or the like on device. In the similar former case, gap probably had been generated at the light guide lens glue due to physical stress or the like. This might have caused dirt ingress under the light guide lens. If additional information becomes available, this report will be supplemented.